Event description:
It was reported that the customer was hospitalized in the intensive care unit (ICU) due to being found unresponsive with a blood glucose (bg) level of 1100 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg and was also treated for covid. Customer was discharged (B)(6) 2026 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.